Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received indicating that at the end of therapy with a smiths medical cadd cassette reservoir, the patient noted that her entire infusion was infused in one hour when it was not supposed to. No adverse effects were reported.